Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
The following event was received from a voluntary medwatch report: the patient was on the cardiac treatment unit in (B)(6) 2025. While preparing to remove the sheath from the groin, the nurse noted bleeding from the groin. Upon removal of the sheath, a hole was noted; the bleeding from the groin was coming from the hole in the sheath. Manual compression was applied for 40 minutes to stop the bleeding. The patient was discharged later that night with no further issues. The sheath had been used for approximately 2 hours that day.